Event description:
The pump was returned to the MFR from a funeral home. The cause of death and relationship of the implanted device to the death were not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Analysis of the pump revealed 'no anomaly found - normal device function.'